Event description:
It was reported that during service and repair pre-testing, the following were observed on the sagittal saw attachment device: pin in positioning was damaged; blade was flapping, and had lots of vibration. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was noted that the bearings were worn. The assignable root cause was determined to be most likely due to improper handling and normal wear on mechanical components from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.